Manufacturer narrative:
Therapy dates ¿ this event was reported to have occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bloodline of a prismaflex m150 set became perforated in the area of the blood pump, leading to a leak. This occurred after several hours of continuous veno-venous hemodiafiltration (cvvhd) treatment. No data are available regarding the blood loss. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph and a video of the sample was provided for evaluation. Visual inspection of the photograph revealed that an external blood leak had occurred. The blood was leaking from the blood pump to the drip tray of the prismaflex control unit. Additionally, the video showed that there was a blood leak at the junction between the blood pump segment and the post pump access line. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted